Event description:
After using thunderbeat, it was placed on the drape and caused a small burn mark on the drape. Product ref# tb-0535fc, lot# mk987660. A common complaint is that the thunderbeat produces a lot of heat.